Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported rash, welts, and red itchy skin on chest. Patient reported using proper skin preparation. Medical attention sought and prescribed a steroid.